Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure and barbed suture was used. When the surgeon pulled the suture while putting cross stitch at the beginning of suturing, the suture was broken at a point close to the fixation tab. According to the surgeon, there is a possibility that the needle was caught on the suture during cross stitch, and the suture was hurt by the needle. There were no adverse consequences to the patient.